Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the cause of the leak was due to improper flushing of the generator drain valve by user facility personnel. The technician put the drain hose back into place and confirmed the unit to be operational. The technician instructed user facility personnel to not open the generator drain valve while there is pressure.